Event description:
It was reported that there was interference to the image during surgery and it caused a delay which was longer than 30 minutes. Customer informed that there was no adverse consequences to the patient or user, the surgery was completed successfully and there was no need for additional medical intervention.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; intermittence between transition board and ch connector; fan / insufficient cooling; software; camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp); extension cable; intermittence while using rf devices (ex: valleylab); problem toggling light source from camera head; connected monitors; leaking; use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was interference to the image during surgery and it caused a delay which was longer than 30 minutes. Customer informed that there was no adverse consequences to the patient or user, the surgery was completed successfully and there was no need for additional medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.